Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 160 mg/dl at the time of the incident. There is damage inside the reservoir compartment where the reservoir screws in. The reservoir does not screw in properly, remaining loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner, stained end cap sticker and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip was noted.